Manufacturer narrative:
Customer discarded the device.

Event description:
It was reported that the interpulse handpiece with coaxial fan spray tips were being used in a procedure when they would not stay connected, requiring the surgeon to hold the tips on to complete the procedure. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.